Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient stated that the up arrow keypad button was intermittently unresponsive. The patient alleged that their bgs ranged from 90-200 mg/dl with no reported symptoms, which does not meet animas's criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings:a visual examination of the pump determined that there was no damage to the keypad cover. During testing, the up arrow keypad button was intermittently unresponsive. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.